Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) was due to liquid contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger fails due to functional issue.